Event description:
It was reported that when using the bd pyxis¿ es server, orders and patients were not crossing over from epic to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, orders and patients were not crossing over from epic to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that messages were delayed by about 3 minutes when received by the cce from the hospital information system (his) and another 3 minutes when sent to es from the cce. This indicated that the cce (carefusion coordination engine) had issues during that time. The technical support specialist (tss) accessed the system, checked the cce tracing database, and found it was 262 gb in size. The issue required engaging the hospital it team to address backup configuration and resource allocation on the remote database server. These errors appeared across all databases, including solution, development, and medmind solution databases. The tss determined that this was a resource issue on the cce database hosted remotely. The tss confirmed that the customer¿s tracing databases were excluded from dba maintenance tasks such as index reorganization, updating statistics, and integrity checks. Tss and hospital dba team truncated and shrank tracing db (database). The system functioned as intended after the technical support specialist and hospital dba team investigated the device.